Event description:
Staff was assisting the patient to the bathroom while the patient was using her wheeled walker. The front left leg suddenly snapped in two. Staff was able to balance the patient to avoid injury. The product was removed and discarded. Of note, the patient weighed 206 lbs, which is under the maximum weight for the walker. Walker weight capacity is 300lbs. The patient was able to weight- bear through her legs fully; used walker for a balance assist only.

Event description:
Staff was assisting the patient to the bathroom while the patient was using her wheeled walker. The front left leg suddenly snapped in two. Staff was able to balance the patient to avoid injury. The product was removed and discarded. Of note, the patient weighed (B)(6) lbs, which is under the maximum weight for the walker. Walker weight capacity is 300lbs. The patient was able to weight- bear through her legs fully; used walker for a balance assist only.